Event description:
Penile prosthesis eroded into perirenal area. Pt also has a sacral decubitus ulcer. Admitted with urosepsis perirectal abcess and necrotizing fasciatus. Surgery the left cylinder of prosthesis was visible. The right cylinder had the rear tip extenders out.